Event description:
Caller reported an issue with the incorrect time displayed on the device, which required updating. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation, suggesting follow-up if the time discrepancy exceeding five minutes recurs. The caller understood and acknowledged the guidance provided.